Event description:
Per sales rep, upon retrieval of the angioguard the membrane was caught on the tip of the stent and the membrane tore. Please note that multiple attempts to gather additional information have been made and have been successful.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.